Event description:
It was reported that during routine testing, it was observed that the drill bit device would not lock into attachment device when in use with the motor device. During in-house engineering evaluation, it was observed that the device failed safety assessment, made an unusual noise and the disconnect sleeve would not engage all the way. The event was not related to surgery. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed safety assessment, made an unusual noise and the disconnect sleeve would not engage all the way. It was determined that the disconnect sleeve would not engage all the way because the set screw was screwed in too far. It was determined that the noise was due to a broken driveshaft. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.